Event description:
Reporter indicated that vns pt had passed away. It was reported that the pt died in hosp operating room of a possible aneurysm. There is no evidence at this time that the ncp system caused or contributed to the reported event.